Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a clinical study regarding a patient who was receiving compounded baclofen (1800 mcg, 1231.91782 mcg/day) and compounded fentanyl (3000 mcg, 2053.19636 mcg/day) via an implantable pump for spinal pain. It was reported that during a pump refill, a reservoir volume discrepancy was noted. The device diagnosis was pump reservoir volume discrepancy. On (B)(6) 2020, the expected reservoir volume was 5.3 ml and the actual reservoir volume was 13 ml. The clinical diagnosis was noted as not applicable. The issue was unresolved with no further action planned. No further diagnostics or interventions / actions were performed. There were no associated signs or symptoms. The relationship of the event to the device or therapy was related, and the relationship of the event to the implant procedure was not related. The patient¿s weight not measured at baseline. No further patient complications have been reported as a result of this event.